Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales representative reported that during a rotator cuff repair that the distal tip of the customer's healix peek 3 suture anchor with orthocord broke when it was being inserted. The sales representative reported that the surgeon prepped the site with the healix awl to the laser lines and inserted the anchor and noticed it was no longer advancing into the hole. Upon removing the anchor, it was found that the distal tip had broken off. The surgeon removed the broken piece which was still attached with sutures and re-prepped the bone hole with the healix awl/tap. The surgeon completed the procedure with a second anchor of the same size in the same bone hole with no patient consequences and a two (2) minute delay. The sales representative reported that the bone quality was average. The customer already discarded the complaint device.